Event description:
It was reported that there was noise on the electrograms (egms). The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 2067l, programmer rf (radio-frequency) head. Product ID: 2290, pacing system analyzer. (B)(4).